Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that there was very high resistance in the piston and "pieces" of the optic / lens were missing, leading to device repositioning and its explantation, and causing visual disturbances and oedema. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. Within the rayone IFU "use of rayone" section "fig 7" we state "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". He rayner rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/torn lens haptic/optic during insertion"; inadequate amount of viscoelastic, inadequate quality of viscoelastic, haptic trapped by plunger override due to fast motion, user opens closed flaps and closes again before use, plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic, user removed injector from tray prior to inserting viscoelastic - causing lens to be improperly placed in cartridge, user removes injector from tray prior to closing cartridge - resulting in cartridge not being clipped closed properly and optic edge trapped/damaged on closure of cartridge. Our review of production records for the rayone galaxy rao605g batch 064244177 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone galaxy rao605g batch 064244177. There is insufficient evidence and information available to establish the root cause; however, continued injection of the lens at the point "a very high resistance" was encountered is likely a causative factor of the lens being delivered in a damaged condition into the eye.

Event description:
On 28th october 2024, rayner received notification from its danish distirbutor of an event that occurred during use of a rayone galaxy rao605g. The event description provided states that following implantation pieces of the lens were missing.